Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The physician advanced the 12 x 3.50mm taxus liberte stent delivery system (sds) to the saphenous vein graft (svg), however the device was unable to cross the lesion. The device was removed from the patient and it was noticed that stent struts were flared. No complications were reported and the patient's current condition is fine.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was received with no original packaging or other devices. The stent was 2 mm distal from the as-manufactured position on the balloon. There was an impression on the balloon near the proximal markerband, showing the as-manufactured position of the stent on the balloon. Magnified inspection of the balloon between the proximal markerband and the proximal end of the stent presented evidence of appropriate stent position and securement in manufacturing. There was no other damage to the stent. There was a gouge in the shaft material at the mouth of the distal tip. There was no other damage to the stent delivery system (sds). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The physician advanced the 12 x 3.50mm taxus liberte stent delivery system (sds) to the saphenous vein graft (svg), however, the device was unable to cross the lesion. The device was removed from the patient and it was noticed that stent struts were flared. No complications were reported and the patient's current condition is fine.